Manufacturer narrative:
The analyzer's serial number is (B)(6). The alarm trace showed "abnormal cell blank", "sample short", and "abnormal aspiration" alarms. The field service representative replaced the sample probe and checked the cell rinse. The investigation is ongoing.

Event description:
There was an allegation of questionable total protein gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 2.63 g/l. The repeated result was 58.8 g/l. The repeated result was believed to be correct. The sample was repeated because the initial result was questioned.